Event description:
The customer reported that her blood glucose was reading 8.0 mmol/l (144 mg/dl) before going to bed and when she woke up her bg reached greater than 27.8 mmol/l (greater than 500 mg/dl). Her ketones were also reading off the scale. She went to the hospital where she was admitted for diabetic ketoacidosis. She did not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.